Event description:
It was reported that the t:slim x2 pump battery was not charging, despite using different charging supplies and testing various cables and adapters. There was no adverse impact to the customer's blood glucose level noted. Technical support decided to replace the pump, and the customer opted for multiple daily injections as backup therapy. Communication continued with instructions on returning the problematic pump and the customer was informed about the arrival of a pump with updated software, which they understood and acknowledged.